Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and exchange from textured to smooth.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: creases fold, opening linear on posterior and yellow particles inner device. Leak test and microscopic analysis was performed which identified: sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior side assessed as an unidentified (tear) opening.